Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, and following this, the sensor session started successfully without any further error codes.